Manufacturer narrative:
(B)(4). Date sent 8/8/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown the device could not be activated during procedure. Changed another one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 8/28/2025. D4 batch #452d73. Investigation summary : the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh25a device arrived with the breakaway washer present uncut and there was no staples present, indicating that the device achieved a full firing stroke. However, during the visual inspection the knife was noted to be missing. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 452d73, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the or staff attempt to transect bowel utilizing the stapler? If an attempt to fire the stapler was made, were staples present after pulling the firing trigger? How was the stapler removed from the bowel?

Manufacturer narrative:
(B)(4). Date sent 8/21/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 9/2/2025. Additional information was requested, and the following was obtained: did the or staff attempt to transect bowel utilizing the stapler? No. If an attempt to fire the stapler was made, were staples present after pulling the firing trigger? Unknown. How was the stapler removed from the bowel? Unknown.

Manufacturer narrative:
(B)(4). Date sent 8/26/2025. Corrected data d4: UDI#.